Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmennorhea(cramping)"). The patient was treated with surgery (laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2012. The right ostia was cannulized and a micro insert was placed with 4 coils visible. The left ostia was cannulized and a micro insert was placed with 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: gross description: right fallopian tube: the essure coil measures 1.5 cm in length with a diameter of 0.2 cm. Left fallopian tube: the essure coil measures 1.8 cm in length with a diameter of 0.2 cm. Lot number: 922602, manufacturing date: 2011-11, and expiration date: 2014-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 922602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmennorhea(cramping)"). The patient was treated with surgery (laparoscopic bilateral salpingectomies). Essure was removed on (B)(6)2021. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2012. The right ostia was cannulized and a micro insert was placed with 4 coils visible. The left ostia was cannulized and a micro insert was placed with 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: gross description: right fallopian tube: the essure coil measures 1.5 cm in length with a diameter of 0.2 cm.. Left fallopian tube: the essure coil measures 1.8 cm in length with a diameter of 0.2 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Case became serious incident as essure was removed. Reporters and essure removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.